Event description:
It was observed that the clip of a flow module of a heart lung console was not holding the flow module in place. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.